Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the office after hearing an alert tone coming from the device. The left ventricular lead had mildly elevated impedance and the patient was experiencing diaphragmatic and phrenic nerve stimulation. The left ventricular lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.